Manufacturer narrative:
The genesys hta procedure set was returned and evaluated. The conclusion results revealed there was no hair or other foreign material found on the returned device.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during preparation, it was reported that a "tear" was found in the sterile packaging out of the box. No damage noted to the shipping packaging itself. However, additional follow up event information reported clarified that a "hair" was found in the sterile compartment where the sheath is located. The area of the sterile compartment that is handed to the physician. The hair was noticed upon opening the package during preparation. There were no further complications reported with this event. The patient was reported to be "fine."

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during preparation, it was reported that a "tear" was found in the sterile packaging out of the box. No damage noted to the shipping packaging itself. However, additional follow up event information reported clarified that a "hair" was found in the sterile compartment where the sheath is located. The area of the sterile compartment that is handed to the physician. The hair was noticed upon opening the package during preparation. There were no further complications reported with this event. The patient was reported to be "fine."

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.